Event description:
This case was cross referenced with (B)(4) (same patient) and (B)(4) (cluster). This unsolicited case from united states was received on 28-mar-2018 from a patient. This case involves a (B)(6) male patient who received treatment with synvisc one and later after unknown latency patient had swelling and rheumatoid arthritis (ra) in the knee. No medical history and concurrent condition was provided. The patient had past treatment with synvisc one injections in both knees in 2009 without any problems. On an unknown date in 2010, the patient initiated treatment with intra-articular synvisc one injection once (frequency and indication, batch/lot number and expiry date: unknown) in both the knees. Patient was hospitalized in 2010. It was reported that some of the medication was injected outside the knee capsule. Patient had some swelling afterward (latency: unknown). The swelling was resolving, then two or three days after the synvisc one injections, the patient had a pneumonia vaccine in his left arm. The swelling in his left knee went bananas and it was all swelled up from the knee down. The right knee was fine. The patient was hospitalized for five days. They did tests on the fluid for crystals or gout and all kinds of stuff. The patient and the orthopedic surgeon thought that it was a reaction to the combination of the synvisc one and the vaccine resulting in rheumatoid arthritis (ra) in the knee (latency: unknown). The patient used golimumab (simponi) until his factor was near zero last january; it was still down low. The patient had another synvisc one injection in both knees on (B)(6) 2017. The left knee did not like it. Corrective treatment: not reported for both. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: hospitalization for swelling; important medical event for rheumatoid arthritis (ra) in the knee. Pharmacovigilance comment: sanofi company comment dated: 4-apr-2018: the patient experienced the rheumatoid arthritis (ra) in the knee after initiating treatment with synvisc one. There is no pharmacological plausibility between the event and the suspect administered. However, more information regarding past drugs, medical history and concurrent conditions would aid in better case assesment.

Event description:
This case was cross referenced with (B)(4) (same patient) and (B)(4) (cluster). This unsolicited case from united states was received on 28-mar-2018 from a patient. This case involves a 66 years old male patient who received treatment with synvisc one and later after unknown latency patient had swelling and rheumatoid arthritis (ra) in the knee. No medical history and concurrent condition was provided. The patient had past treatment with synvisc one injections in both knees in 2009 without any problems. On an unknown date in 2010, the patient initiated treatment with intra-articular synvisc one injection once (frequency and indication, batch/lot number and expiry date: unknown) in both the knees. Patient was hospitalized in 2010. It was reported that some of the medication was injected outside the knee capsule. Patient had some swelling afterward (latency: unknown). The swelling was resolving, then two or three days after the synvisc one injections, the patient had a pneumonia vaccine in his left arm. The swelling in his left knee went bananas and it was all swelled up from the knee down. The right knee was fine. The patient was hospitalized for five days. They did tests on the fluid for crystals or gout and all kinds of stuff. The patient and the orthopedic surgeon thought that it was a reaction to the combination of the synvisc one and the vaccine resulting in rheumatoid arthritis (ra) in the knee (latency: unknown). The patient used golimumab (simponi) until his factor was near zero last january; it was still down low. The patient had another synvisc one injection in both knees on(B)(6) 2017. The left knee did not like it. Corrective treatment: not reported for both outcome: unknown for both a pharmaceutical technical complaint was initiated with global ptc number: 53335 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: hospitalization for swelling; important medical event for rheumatoid arthritis (ra) in the knee additional information was received on 04-apr-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated: 04-apr-2018: follow up information does not change the previous case assessment. There is no pharamcological plausibility between the event and the suspect administered. However, more information regarding past drugs, medical history and concurrent conditions would aid in better case assesment.